Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that multiple intermittent air bubbles were observed within the t:lock/luer lock. Customer performed a supply change to address the issue. There was no adverse impact to blood glucose.